Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, the patient had the ipg pocket site revised on (B)(6) 2016. The ipg was buried deeper in the pocket and the ipg was sutured down.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue. .